Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a blank screen. Service evaluation verified the blank screen. The cause was identified to be a contamination on the input/output (I/o) printed circuit board (pcb), processor pcb and liquid crystal display (lcd) as a result of fluid intrusion. The I/o pcb, processor pcb and lcd were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a blank screen. No additional information is available.